Manufacturer narrative:
Investigation determined that the customer used device with the network time protocol (ntp) disabled. If the ntp is disabled, then it is possible for the device's internal time to become asynchronous with standardized external time systems. There were no identified device malfunctions; nor reports from the customer of erroneous results at the time of use. Based on this assessment, no remedial action is required.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
On august 28, 2025, the manufacturer received a customer complaint reporting time discrepancy in blood gas analysis performed on the gem premier 5000. On (B)(6) 2024, there was a discrepancy of approximately 20 minutes between the actual time and the time displayed on the gem premier 5000. There was no report of any malfunction with the blood gas analyzer at the time of use.